Event description:
In 2009, the sales representative reported that during surgery, the screw broke. The surgeon was able to retrieve the top of the screw but the bottom could not be removed from the vetebral body and remains in the patient. The surgeon skipped the level and proceeded with the next level in the construct. Surgeon took x-rays but they are not available for review. Sales representative reviewed x-rays and verified the screw bottom was in the vetebral body. No surgical delay.

Manufacturer narrative:
Review of the DHR for lot found no discrepancies. Visual inspection of the screw found the shaft to be broken 0.6 cm from the tulip head. Remainder of screw remains in patient. Representative states all steps of surgical technique was followed. Overall risk being determined for broken screw during insertion into pedicle. Investigation found this event to be isolated incident.